Event description:
It was reported the patient developed an infection and sepsis. It was also reported there was vegetative growth on the right ventricular lead. Of note, there were no signs of an active pocket infection. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.